Event description:
The customer reported the coulter act diff 2 analyzer was generating vote outs for white blood cell (wbc) parameters on low level controls and on patient samples. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 3/12/2015. The fse found that the instrument was generating vote outs on white blood cell (wbc) parameters. The fse replaced the wbc bath, which repaired the issue. The repairs were verified per established procedures. (B)(4).